Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. (B)(4).

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 289 mg/dl at the time of incident. The display screen went blank immediately after exposure to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was returned for analysis.